Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed with no issues noted. Functional testing passed successfully with no signs of abnormalities. The reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No flow was reported from a large volume folfusor. This occurred during patient use. The device was being used to administer a non-baxter product. There was no clinical consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.